Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead had acceptable capture threshold measurements. However, when connected to the pulse generator, the rv lead failed to capture and the r-waves were less than 1mv. An attempt was made to reposition the lead with great difficulty, but capture was not achieved. The lead was removed and a different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.